Manufacturer narrative:
The field service representative ran performance testing and checked the speed and the shape of the paddle mixer and the probe adjustments. Performance testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hbsag immunoassay result for one patient from the cobas e411 disk analyzer. The initial result was (B)(6). The repeat result was (B)(6). On (B)(6) 2019, the repeat result was (B)(6). It was not known if any questionable result was reported outside of the laboratory. The reagent lot number was 40200800. The expiration date was requested but was not provided.